Event description:
A customer reported that a nurse noticed a patient was in vfib but the cic did not audibly alarm. The patient was reportedly in vfib for 52 seconds. The patient was connected to a solar bedside monitor, however, it is unknown whether the solar monitor alarmed. The outcome of the patient is unknown, and will not be released by the customer at this time.

Manufacturer narrative:
Pt info was requested, but was not provided by the hosp. Narrative: ge healthcare received log files for investigation. The logs from cic for 12 aug were examined. There was no vfib call made at or around the time in question. It should be noted that there were a number of calls made by the patient monitor for the presence of artifact, which generated a warning audio alarm at the cic at 70% of the maximum volume of the cic. This started to occur at 18:24:45 and extended until 18:25:09 when the patient monitor created an arr suspend message and the system started to sound an advisory alarm. The only clinical alarms occurring prior to 18:24:43 were spo2 lo messages, which were sounding at an advisory level. Based upon the log file investigation, the cic operated as designed.